Event description:
It was reported that right atrial (ra) lead displayed increasing threshold. The ra lead was explanted and was replaced. It was also reported that the right ventricular (rv) lead displayed decreased r waves. The rv lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. (B)(4). The full lead was returned and analyzed. No anomalies were found. The proximal conductor had blood/body fluid (not obstructed). The outer insulation was breached cut. The helix/lobe was distorted/bent. There was blood in/on the helix/lobe mechanism. Visual analysis noted the lead had apparent explant damage.